Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached with the needle. It was confirmed that the detached needle fell on the floor, and was not left inside the patient. The procedure was completed with another capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio¿ slim revealed that the distal section has several damages. The head halves come apart and broken, exposing all the carrier section and the nitinol wire. The carrier is in good condition. In addition, the cage was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a sacrospinous ligament procedure performed on (B)(4) 2017. According to the complainant, during the procedure, the suture broke and detached with the needle. It was confirmed that the detached needle fell on the floor, and was not left inside the patient. The procedure was completed with another capio¿ slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.